Event description:
It was reported that a 66 year old female patient's left knee was revised due to component loosening and the liner was replaced. No reference to loosened components modified. Patient was last known to be in stable condition following the event. Device will not be returning, hospital keeps all retrievals.

Manufacturer narrative:
D10: 02-012-35-3509 logic tibia ps mod insrt sz 3.5 9mm4341320. 02-010-01-0235 logic femoral ps cem left sz 3.5 4801857. 02-012-41-3525 logic tibia traptray cem sz 3.5f/2.5t 4761844. 200-02-32 three peg patella 32mm 5429765. H10: multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-00818, 1038671-2022-00819. The revision reported may have been the result of prosthesis wear and/or loosening, as reported in the experience report and legal documentation. The reported loosening could not be confirmed from the provided radiographs. Based on the image provided of the revised insert, there appears to be some minor deformation, scratching, and/or pitting on the articular surface. This appears unremarkable and consistent with implantation. However, this cannot be confirmed because the component was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.